Manufacturer narrative:
Result of investigation: an updated log file was received. According to the technical support the most likely root cause is defective flyback diode for u_var. The reading for "voltage check blower" remains at zero when the blower is switched on and set to 30% voltage. A power board revision 7 is installed.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Customer sent logs, test results and screen shot to technical support. Screenshot shows that calibration was performed and completed. Logs shows blower failure alarm and inspiration valve or device leaky alarm were active last may. But there were couple of start ups performed without those alarms triggered. Last june, blower failure alarm and inspiration valve or device leaky alarm were active every after startup. Technical support requested to replace the power board.

Event description:
The customer reported blower failure with their bellavista 1000 unit during ventilation on a patient and needed to remove from the machine. According to the customer the main electronics, blower and filter was already replaced and complete calibration performed. Customer also reported that the cables are seating properly. No patient harm caused by this event.